Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device product code - custom. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Number 15 states, "implants can loosen or migrate due to trauma or loss of fixation."

Event description:
It was reported a patient underwent a custom total elbow arthroplasty on (B)(6) 2007. Subsequently, patient is being considered for revision due to a screw backing out. No further information has been provided.